Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer called technical support engineer (tse) to report that they were not able to open the jaws of a vessel sealer extent (vse) instrument. Upon reseating the instrument, the issue was resolved. No site visit was conducted. Field service engineer (fse) reached out to the customer to confirm that that issue did not occur again. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to customer set up. As per tse notes the issue was probably due to an improperly seated vse.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaws of the vessel sealer extend (vse) suddenly stopped working were not able to open the jaws. The surgeon had to manually open the jaws using another instrument. The customer had a different vse and the same issue occurred. They unplugged and plugged the instrument back in and it was working fine. The procedure was completed with no reported injury.